Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were known high thresholds and intermittent capture with the right ventricular (rv) lead. The implantable pulse generator (ipg) was pacing in the 40's, which was below the low rate limit. The lead was reprogrammed to bipolar. The lead and device remain in use. No patient complications have been reported as a result of this event.